Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed displacement test and self test. Monitored unit for 2 days, no device heating noted. However, unit failed sleep current measurement and active current measurement due to corroded battery tube. No damage to electronic assemblies, peeled off keypad overlay and no damage noted on keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issues with the insulin pump overheating. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed, and the customer reported that even after changing the battery 5 times still the pump was not turning on. No harm requiring medical intervention was reported. The product was replaced and returned for analysis.